Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high capture threshold. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received a complete lead was returned one piece with the helix retracted and clogged with blood tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.